Event description:
Reporter called to report that she received a notification letter for her implanted neurostimulator for knee pain (implantable pulse generator, ipg). The notification stated that if she is scheduled for a magnetic resonance imaging (MRI) in the future, she will need to set her stimulator into MRI mode. Reporter stated that she is not presently able to get an MRI if she needed one due to having a pacemaker.